Event description:
Information provided that the valve section of the iliac leg graft ruptured from the rest of the delivery system during the pull back to release the iliac leg. The device was removed and a replacement was used with no further difficulties experienced.

Manufacturer narrative:
Conclusions: still under investigation. Evaluation: still under investigation.